Manufacturer narrative:
Section h6 evaluation code method (annex b) additional code added issue identified during product analysis. H3 device evaluation summary: updated due to returned part analysis medtronic conducted an investigation based on all information received. It was reported that during the servicing this 980 ventilator failed the analog device test during the power on self test (post). The device was available for evaluation. While the service personnel (sp) was performing the service, this 980 ventilator failed testing. Sp found that air was being detected even though it has not connected and replaced the gas supply sensor printed circuit board assembly (pcba). The unit then failed calibrations and the inspiratory flow module (ifm) pcba was replaced. The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. The gas supply sensor pcba was returned to medtronic for analysis. The component was visually inspected and functionally tested with no malfunction or product deficiency observed. The ifm pcba was returned to medtronic for analysis. A visual inspection of the returned part was conducted and no anomalies were o bserved. The ifm pcba was attached to the failure investigation test ventilator and failed calibration for accumulator pressure sensor oxygen (o2) offset out of range. The mix accumulator pressure sensor, ps4, was found to be faulty. If a failure of the ps4 were to occur while in use on a patient, the ventilator response would be to enter into backup ventilation (buv) or a complete loss of ventilation to the patient. The cause of the reported calibration failure was isolated to a faulty ps4 on the ifm pcba. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Issue identified during product analysis. H3 device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that during the servicing this 980 ventilator failed the analog device test during the power on self test (post). The device was available for evaluation. While the service personnel (sp) was performing the service, this 980 ventilator failed testing. Sp found that air was being detected even though it has not connected and replaced the gas supply sensor printed circuit board assembly (pcba). The unit then failed calibrations and the inspiratory flow module (ifm) pcba was replaced. The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. The gas supply sensor pcba was returned to medtronic and is under analysis. The ifm pcba was returned to medtronic for analysis. A visual inspection of the returned part was conducted and no anomalies were o bserved. The ifm pcba was attached to the failure investigation test ventilator and failed calibration for accumulator pressure sensor oxygen (o2) offset out of range. The mix accumulator pressure sensor, ps4, was found to be faulty. If a failure of the ps4 were to occur while in use on a patient, the ventilator response would be to enter into backup ventilation (buv) or a complete loss of ventilation to the patient. The cause of the reported calibration failure was isolated to a faulty ps4 on the ifm pcba. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the servicing this 980 ventilator failed the analog device test during the power on self test (post). The ventilator was not in use on a patient at the time of the reported event.